Manufacturer narrative:
The manufacturer previously reported a ventilator was delivering a low tidal volume. During the evaluation of the device at a third party service center it failed a step during testing. The device was recalibrated to address the issue.

Event description:
The manufacturer received information alleging a "low tidal volume" from a ventilator. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.